Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. Engineering log review did not indicate any software failure. It was not possible to reproduce any alleged inaccuracy. Per further details regarding case, the passive planar was accurate and then the infinity and all other tools including the passive planar became inaccurate. This indicated that something had moved between registration and navigation tasks. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient sex not available. Patient weight not available. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cervical case. It was reported that intra-operatively, the infinity instruments were navigating longer than they actually were. All the other instruments were navigating fine. It was unknown if the correct tip was selected in the software for the drill bit that was attached to the navlock tracker. The procedure was completed using the navigation system and there was no reported impact to patient outcome. A manufacturer representative went on-site and checked the infinity instruments. No issue was found between where the tip was in the software and where it was in physical space. The manufacturer representative clarified that the reported issue was only happening with the drill bit, and that the taps were navigating accurately.